Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A health professional reported that a knife was not sharp. Procedure details and patient information is unknown. Additional information has been requested.

Manufacturer narrative:
One opened knife was received in a blister for the report of blunt. The sample was visually inspected and was found to be nonconforming with a damaged tip. Penetration and sharpness testing could not be performed due to the damage of the sample. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. A root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).